Event description:
Additional information was received from the patient. Agent received call from patient in regard to the same issue previously reported. Caller wanted to know if the rep was contacted due to still not hearing from them. Agent reviewed a message was sent to the rep with the callers request. The rep responded that they spoke to the patient and addressed their questions.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va35mh7, implanted: (B)(6) 2025. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that patient called back and repeated information about the therapy issue, noting that it did not work as best for them as it would for most people. Patient stated that back in january, they had a suprapubic catheter put in, and since then the therapy has been turned off because doctor said there was no need for it. Patient reason for calling was because their orthopedic doctor scheduled them for an MRI and wanted to know if the ins was MRI compatible. Agent reviewed MRI compatibility and walked patient through activating MRI mode. Patient did not require further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they are on program a at 2.9 and their residuals were still very high. Patient said they have had some really good days. Patient saw the healthcare provider on oct 15th and the manufacturing representative (rep) was there. Patient talked to the rep again around the 24th and they advised the patient to take the stim up a little higher but maintain program a. Patient was voiding a lot on their own but their residuals were 274-400 and they were cathing twice a day. Patient also has irritable bowel and constipation. When the patient had a bowel movement it seems like afterward their voiding was going up and sometimes at the end of the day the residuals was down somewhat. The patient requested that the rep reach out to them again to help.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that this morning when they got out of the shower they noticed a little lump in their back and they concern would be that one of the leads have gotten loose. Patient added that were voiding on their own 2-3, 000 cc's per day but they were not emptying completely. Patient stated this morning their spouse catheterized them and took another 200-700 cc's off of them and they went almost like a double void within 10 minutes. Patient also mentioned they void more in the evening hours or the overnight hours than they do during the day. Reviewed therapy information about 50% relief and general programming guidance. Patient requested their manufactuirng representative (rep) to contact them. Emailed rep. The patient was redirected to their healthcare provider (hcp) to further address the issue. They were scheduled to see hcp tomorrow.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va35mh7 implanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 25-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va35mh7 implanted: (B)(6) 2025: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient called back and repeated information regarding the therapy issue. The patient said they had an appointment at their hcp's office last thursday and rep was present. The rep changed the patient to program a and the therapy worked really well until yesterday. The patient said they had been urinating less volume and less frequently. When the patient catheterized last evening the volume was relatively low and again this morning. The patient requested to speak with rep because they didn't want to make any changes to their therapy settings without the rep's guidance. On oct 14, the rep stated that they had been in touch with the patient and addressed their concerns.